Manufacturer narrative:
Additional manufacturer narrative: a review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse confirmed the error 2075 air detected during specimen suction by main arm during sampling because the nozzle hit the top of the tube. However, it was also found that error 4224 main arm z limit overrun occurred before the error 2075 air detected. Fse found that the tube on the belt line was out of alignment in the x-axis with the sample nozzle. Fse also adjusted x-axis to center nozzle in the tube also center tube guard with nozzle. Fse moved the nozzle 2.6mm toward the front of the instrument in the y-axis with po5 command. The customer made and ran quality controls (qc) with acceptable results. A patient sample was used to verify the repair and the instrument was operational. Later, the customer still reported that they had issues with alignment of the belt line. Fse returned to the site to align the belt line. They also replaced the main arm sample headed assembly and performed adjustments. Fse ran controls. The instrument continued to have ongoing issues and a decision was made by management to replace the analyzer. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2075] air detected during specimen suction by main arm cause : after specimen suction, it was determined that the tip failed to touch the liquid surface even though the specimen level was 2 mm or higher than the bottom of the container. If retry fails, the measurement result will be flagged (mf flag). Solution : ensure that the specimen is in the correct position and is free from bubbles. If retry fails, contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm cause : there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution : remove an obstacle such as cap of primary tube, if any.

Event description:
A customer reported getting error 2075 air detected during specimen suction by main arm while running a patient sample with the aia-2000 instrument. The customer tried running the specimen again but the tip was found in the sample tube. The customer reports that the analyzer's track seems to be misaligned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Device evaluation by manufacturer: the aia-2000 instrument was returned to the instrument service center (isc) for investigation. The aia-2000 instrument passed operational verification. The automated rear sampling cannot be verified, as this is from a third-party vendor (abbott) and isc does not have the capability to test this function. The reported cannot be determined. The most probable cause of the reported event cannot be determined. The investigation of the returned aia-2000 verified proper instrument operation up to the portion that acquires samples from the rear. The automated rear sampling cannot be verified, as this is a third-party vendor function (abbott) and isc does not have the capability to test this function. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.